Manufacturer narrative:
A software analysis was initiated as part of the investigation. The analysis found that the reported behavior was the intended function of the software and the issue appeared to be a electronic picture archiving and communication systems (pacs) configuration issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was not evaluated as the issue was resolved on the call with technical services (ts). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported the system had issues transferring exams from the electronic picture archiving and communication systems (pacs) while on wi-fi. It was noted that while transferring an exam, it would send over 50 different magnetic resonance imaging (MRI) exams each while 20 small slices. The system was rebooted, and the issue was resolved. It was noted this occurred twice during the case, and has happened on previous occasions, but the site had never reported it. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.